Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced compressor. Performed extended system test/owner verification process. Confirmed proper operation of compressor, turning on and off as external air is applied and disconnected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that loss of air alarm occurred on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.